Manufacturer narrative:
(B)(4). The patient was born on an unreported date in 1950. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. Treatment and outcome of the event was not reported. It was reported dianeal therapy was ongoing. No additional information is available.